Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during implantation of an intraocular lens (iol) the plunger stays hooked. The plunger either goes up or down. Additional information was requested and received stating the lens were implanted and there was notch on periphery of the lens.